Event description:
Ous MDR - it was reported that approx. 55 months after the implantation an increase of shock impedance (> 150 ohms) was noted. The lead and the ICD were explanted. The lead was damaged during the procedure. No adverse patient events were reported.

Manufacturer narrative:
The ICD was first interrogated. Device status was mol2, 22 charging procedures had been recorded. The ICD memory contents were reviewed. Data documented a sudden increase in shock impedance to >150 ohm on (B)(6) 2017, as mentioned in the complaint. The analysis, however, did not indicate an ICD malfunction. The therapy capabilities of the ICD were checked. The anti-bradycardia output signal was perfect and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified level of energy was attained. The charge time was not unusual. Only fragments of the lead were returned. The lead was severed 13 cm distal to the is-1 connector pin. All parts of the lead were returned for analysis. Multiple signs of wear along the lead fragments were detected. The cable lead lumen insulation to the ring electrode and the shock coil was damaged in particular at 51 cm and 48.5 cm proximal to the lead tip. The shock electrode cable lead coating was damaged in this area. This lead also exhibited a breakage, in addition. This damage is highly likely the cause of the observed rise in shock impedance of > 150 ohm. The location and type of wear and the later cable lead breakage are characteristic of a massive mechanical load imposed on the lead by high levels of pressure on the generator housing with simultaneous friction. A visual inspection also revealed that the shock coil was deformed, which is likely due to the explantation procedure. The production process for these devices was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect for these devices. The ICD proved to be fully functional during the analysis and within the technical specifications.